Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s high blood glucose level was in the range of 500 mg/dl and low blood glucose value was 41 mg/dl. The customer¿s current blood glucose value was 274 mg/dl. The customer did not experienced symptoms due to high and low blood glucose. The customer treated high blood glucose with insulin pump and low blood glucose with food. The customer was not using auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported event. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. The insulin pump received insulin flow block alarm. The issue was resolved by disconnection and then reconnecting of reservoir and infusion set at quick release. The insulin pump will not be returned for analysis.